Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged the battery cap was unable to tighten to the pump, the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power to the pump. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2019 with the following findings: review of the black box data confirmed power on reset dated (B)(6)2015. On investigation, the battery compartment was cracked and the threads were stripped. The returned battery cap was damaged with stripped threads and could not maintain electrical connection when placed on the pump; intermittent power was duplicated. With a test cap on the pump, the pump powered on normally and was exercised for 12 hours without any interruption in power.